Manufacturer narrative:
The insulin pump monitored for several days with no blank display anomaly noted. The insulin pump received with normal operating currents. No damage found on lcd isolation tape noted. The insulin pump passed self-test. The backlight functioned properly. The insulin pump received with intermittent button response due to flattened act and esc button dome switches. Inspected on lcd connector and no unlocked connector noted. The insulin pump received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 190 mg/dl at the time of the call. The customer stated that inserting a new battery cap did not resolve the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.